Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was bending over vacuuming out her dryer and received one inappropriate shock. Technical services (ts) reviewed device data and found the device is programmed to primary vector 1x gain. R waves were noted to be small in which smart pass was disabled. Additionally, there was double and triple counting. Ts recommended considering re-optimizing and verify sensing or r wave changes with postural changes. Also has elevated impedances. At this time, the system remains in service. No adverse patient effects were reported.